Event description:
It was reported that a smudge of foreign matter was seen on the bd luer-lok¿ control syringe plunger while inside the packaging. The following information was provided by the initial reporter: "not used on patient. Syringe appears contaminated on the inside of the unopened package. There is a brownish smudge on the plunger (looks like it may be blood??) Occurrences: 1."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a smudge of foreign matter was seen on the bd luer-lok¿ control syringe plunger while inside the packaging. The following information was provided by the initial reporter: "not used on patient. Syringe appears contaminated on the inside of the unopened package. There is a brownish smudge on the plunger (looks like it may be blood?) Occurrences:1".